Event description:
Patient had left knee unicompartmental total knee arthroplasty performed in 2001. Two days later, while trying to remove the hemovac drain. Much resistance was met and the nurse was unable to accomplish the task. The doctor's office was notified. The physician's assistant then attempted the removal, also meeting resistance. The physician then attempted the removal. During this attempt, the drain allegedly broke in 2 pieces with one remaining in the pt's knee.